Event description:
Patient was using an in-home IV/infusion pump device/100mg hydromorphone for pain - pancreatic cancer. IV bag had recently been changed by home nurse friday morning (B)(6) 2011. Approximately 5:45 am on (B)(6) 2011, patient was found lying on floor unconscious with pump IV attached, trauma to head. At trauma center, it was determined patient had overdosed-possible free flow of 80 mg hydromorphone. Nurse indicated the IV bag was empty with no medicinal residue, leaks or tears. Patient has been hospitalized since (B)(6). Dose or amount: hydromorphone, frequency: 1 mg per 1 hr, route: intravenous drip. Dates of use: (B)(6) 2011.